Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal and mid-section of the stent was damaged; stent struts were stretched distally. The 6 most proximal stent strut rows were undamaged. The outer diameter of the undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 900mm distal to distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4), tw # (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, when the protection sheath was removed, the stent was severely deformed. The device was never used to the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, when the protection sheath was removed, the stent was severely deformed. The device was never used to the patient. The procedure was completed with another of the same device. No patient complications were reported.